Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to lab results, within 10 minutes: 365 mg/dl (meter) and 165 mg/dl (lab). No adverse event reported. Requested return of the alleged meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).